Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes, the device experienced stopper pops out of the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: verbiage received, - "cust called to report that during blood draw the top pops off." Additional information 09-aug-2021: "light green specimen top came off the tube during a blood draw with a butterfly needle and vacutainer causing a blood spray. This happened on 2 separate draws. Blood sprayed out of the tube onto staff clothing and bed linens but not to an area that would be considered an exposure."

Manufacturer narrative:
H6: investigation summary no samples and no photos were returned by the customer in support of this complaint. The 100 retentions were inspected with no shield/stopper assembly issues being identified. 10 production lot retention samples were draw tested with all weights being within the specification limits and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the retention samples did not exhibit the customer¿s failure mode of ¿stopper pop off¿. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes, the device experienced stopper pops out of the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: verbiage received, - "cust called to report that during blood draw the top pops off." Additional information 09-aug-2021: "light green specimen top came off the tube during a blood draw with a butterfly needle and vacutainer causing a blood spray. This happened on 2 separate draws. Blood sprayed out of the tube onto staff clothing and bed linens but not to an area that would be considered an exposure."

Manufacturer narrative:
The following fields were updated due to additional information: h6: investigation summary: bd received 2 photos returned by the customer in support of this complaint. The photos were evaluated and the customer's indicated failure mode of stopper pop off was observed as it shows the hemogard closure not attached to the tube. The first photo shows the hemogard closure in the holder attached to a wingset and the tube being held outside the holder. The second photo shows a tube with no hemogard closure attached laying on a towel with blood under the tube. No samples were received; therefore, the investigation was limited. 100 retentions were inspected with no hemogard closure assembly issues being identified. Additionally, (B)(4) of the 100 production lot retention samples were functionally tested with all specification being within acceptable limits and did not exhibit the customer¿s failure mode of ¿stopper pop off¿. Bd was able to confirm the customer¿s indicated failure mode with the photos that were returned; however, the failure mode could not be duplicated in the production lot retention samples as they did not exhibit ¿stopper pop off¿. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the unspecified bd vacutainer® blood collection tubes, the device experienced stopper pops out of the tube. This event occurred twice. The following information was provided by the initial reporter. The customer stated: verbiage received, - "cust called to report that during blood draw the top pops off." Additional information 09-aug-2021: "light green specimen top came off the tube during a blood draw with a butterfly needle and vacutainer causing a blood spray. This happened on 2 separate draws. Blood sprayed out of the tube onto staff clothing and bed linens but not to an area that would be considered an exposure."